Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician was trying to deploy the stent in the renal artery. A 7f guide catheter and guide liner were used, not a guide sheath. Wire position was lost and had to take out the guide liner and paramount mini stent. The tech pulled the guide liner and the stent out of the catheter together. However, the paramount mini stent came off of the delivery catheter and ended up in the body outside the catheter. The physician was able to snare part of the stent and pulled it out. The stent tore into two pieces; one piece was left in the body.